Manufacturer narrative:
Updated fields: h4, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU) as reprocessing steps were not provided. It was noted that the user was trained by olympus for reprocessing practices. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-ez1500 operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif-ez1500 reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that, during maintenance, it was discovered that the air flow was weak from the yellow and blue channels of their gastrointestinal videoscope device. Upon inspection and testing of the returned unit, foreign material was discovered protruding from the air/water nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issuer was confirmed. The following additional findings were also noted: adhesives worn, low angulation, knob play, and failure of the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.